Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of device. The visual inspection of the returned product noted that the trocar, lock collar, valve and syringe appeared to be intact. The obturator was not received. Pmv performed functional testing which included inflating the trocar balloon; no leaks were detected. The locking collars and valves functioned properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: each time the surgeon inserted the port and tried to inflate the balloon, it was done with great difficulty. The correct port was used to do the insufflation but a lot of force had to be applied to get the balloon to the desired inflation of 20-25ml. There was no injury as a result of the event.